Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead revealed a loss of capture and noise. A lead dislodgement was suspected. A review of an x-ray revealed that there was a lead dislodgement in the atrium. The device was reprogrammed until further review at the patient's next follow up. No adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.